Manufacturer narrative:
The device was not available for evaluation. The imaging provided show two screws at c7 and one screw at t1 have fractured. No determination can be made as to the cause of the reported issue.

Event description:
It was reported there was a revision surgery to replace quartex screws (2) that have broken post operatively. This event occurred in (B)(6).